Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: does not apply - lens was not implanted. Explant date: does not apply - lens was not implanted and therefore not explanted. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the lens, a fiber came out of the device before the lens. At the time, the cartridge tip touched the patient's eye with the fiber. The lens itself had not been inserted. The surgeon removed the fiber from the patient's eye and discarded the device.